Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise in secondary vector. The patient was brought into clinic and noise could not be recreated; however, the system was reprogrammed to primary just in case. The patient will continue to be monitored. It was reported that the patient received additional shocks. A procedure was done, and the doctor explanted and replaced the electrode. This pulse generator remains in service. There were no additional adverse patient effects.